Manufacturer narrative:
Follow up identified that this product should not have been reported on because there were no alleged deficiencies with the product.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-48744. It was reported that patient¿s scs system was explanted and replaced with a different manufacturer on an unknown date for unknown reason.